Event description:
It was reported that the patient received inappropriate therapy due to myopotential sensing. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
External abrasion was noted at 5.9 to 6.1cm from the is-1 connector pin. The outer coil was melted in this area. The damage found was caused by friction to the ICD can.